Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 22mm amplatzer amulet occluder was successfully implanted in a patient. On (B)(6) 2024, the patient arrived at a local emergency department with chest pain and shortness of breath. The decision was made to transfer the patient to another hospital for further workup in cardiology. The patient was discharged on (B)(6) 2024, after a thorough workup in cardiology.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna.

Manufacturer narrative:
An event of chest pain and shortness of breath after implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. No additional information was received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.